Event description:
It was reported that the physician had difficulties trying to position the lead in the patient's right atrium. It was also reported that the lead had high pacing thresholds. The lead was removed and returned. A new lead was implanted which also had high thresholds. Later review of manufacturer database revealed the patient died approximately 10 weeks later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Event description:
It was reported that the physician had difficulties trying to position the lead in the patient's right atrium. It was also reported that the lead had high pacing thresholds. The lead was removed and a new lead was implanted which also had high thresholds. Later review of manufacturer database revealed the patient died approximately 10 weeks later. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The initial reported event was received on (B)(4) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2010. Information was subsequently received on (B)(4) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.